Event description:
It was reported that the patient presented in-clinic with lead noise on the atrial channel. Isometric exercises were able to produce the noise. Other measurements were fine. Device header issue suspected. The device was reprogrammed. Monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that mode switch episodes related to atrial noise was observed. Patient monitoring will continue.